Event description:
It was reported that the patient¿s device was ¿toning¿ and review of the remote monitoring network transmission indicated a lead integrity alert (lia) was triggered on the right ventricular (rv) lead. Follow up with the health care provider indicated that the alert was triggered due to multiple ventricular rates. The device was reprogrammed to change the detection interval. The lead remains in use. No patient complications have been reported as a result of this event.